Manufacturer narrative:
Concomitant medical product: d284drg ICD implanted: (B)(6) 2010; 4968-35 lead implanted: (B)(6) 2010; 4968-60 lead implanted: (B)(6) 2010; 5071-35 lead implanted: (B)(6) 2010; 5071-35 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead warnings for out of range high impedance on both defibrillation leads. Follow-up with the physician's office did not yield any additional relevant information. The leads remain in use. No patient complications have been reported as a result of this event.